Manufacturer narrative:
The device was received with button error alarm and no button response due to corroded keypad traces. The displacement test was not able to be performed, due to no button response. There was no moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. The device was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4),

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 140mg/dl. Troubleshoot was conducted. The customer states the device may have gotten a little wet from down pour of rain. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.